Event description:
The customer reported that following diagnostic catheterization and ptca procedures, vasoseal elite was deployed. In a few of these cases hematomas developed as well as a couple of cases of pseudoaneurysms. The physician feels that the collagen is sticking in the sheath when the plunger is advanced to deploy the collagen. The physician feels this should be a smoother transition from the sheath. No further complications were reported.